Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode due to the MRI. Programming changes were made. The patient was in stable condition.